Event description:
Prior to an implant procedure, the physician observed a dent on the device while opening the packaging. The device was not used and a new device was implanted to resolve the event. The patient experienced no adverse consequences.

Manufacturer narrative:
As received, the device was returned in it's original packaging. A visual inspection revealed a small indentation on the can below the header. The indentation did not exceed the accepted depth criteria and it¿s considered normal. Analysis performed on the device indicated normal device characteristics. Additionally, a longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity.